Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed less than 20 minutes and completed as planned. The philips field service engineer (fse) visited the site and confirmed there was a tube defect. During troubleshooting, a tube defect message had been observed, and the generator¿s internal components appeared to be periodically unstable. To resolve the issue, the fse adjusted the transformer tapping's to 490 v, recalibrated the tube output, and performed edl calibration. The system was returned to service and was in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same as planned with delay of less than 20 minutes. The procedure was finalized with less delay of 20 minutes on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray tube was defective which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.